Manufacturer narrative:
According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. The nominal body od for the 24fr sheath is 8.8mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of a zone 2 thoracic aortic aneurysm and was implanted with gore® tag® thoracic branch endoprosthesis (tbe) devices and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) devices. The physician noted the patient¿s smaller access vessels with a diameter of 7.5 or so and serial dilated the access vessels prior to advancement of a 24 fr gore® dryseal hydro flex introducer sheath which was successfully used to deliver the device(s) without issue. The patient tolerated the procedure with good technical success. Later this same day it was reported that the patient had required reconstruction of the left side access vessels, and the physician performed a fem fem bypass. The patient tolerated the procedure.